Event description:
Using a gore propaten vascular graft, an a-v access procedure was done, from axillary artery to axillary vein in the upper left arm on (B) (6) 2007. On (B) (4) 2008, a recurrent clotting and bleeding within the last two months required a thrombectomy. An rij catheter was placed. On (B) (6) 2008, a thrombosis with stenosis required a jump graft procedure and thrombectomy. On (B) (6) 2008, a thrombectomy for thrombosis with stenosis was done. A patch angioplasty was done for eroded segment of graft, which was due to repeated needle punctures. On (B) (6) 2008, a thrombectomy and angioplasty/pta were done for thrombosis with stenosis. On (B) (6) 2008, a thrombosis with stenosis required a pta and thrombectomy. A viabahn stent graft was implanted. On (B) (6) 2009, there was a graft rupture when overlying excoriation was removed. Ligation of the vascular graft was done, with placement of permanent catheter. On (B) (6) 2009, the graft eroded through the skin. The graft was explanted due to a graft infection.

Manufacturer narrative:
Device lot number was not available. Device mfg record was not completed. Device was not returned to MFR.